Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported the scale is 19.5ml when measured with 20ml of normal saline. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The zero line and scale marking are correct. The sample was then tested for volumetric accuracy and passed. A device history record review was completed for provided material number 302830, lot 3352808. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality issues. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. The scale is 19.5ml when measured with 20ml normail saline.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The scale is 19.5ml when measured with 20ml normail saline.

Manufacturer narrative:
Correction for incorrect coding.